Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited inappropriate mode switch episodes due to noise. The noise could be reproduced with isometrics. The device was reprogrammed and the patient would be monitored. The patient did not experience any symptoms.